Manufacturer narrative:
Evaluation summary: the balloon returned deflated with traces of blood and residue present inside the balloon. The distal shaft was kinked 15.8cm distal to the guidewire entry port. The transition tubing was twisted approx. 2.3 cm distal to the transition bond. Negative prep failed to detect the presence of a leak. Upon pressurisation of the device, liquid was seen exiting the distal tip and guidewire entry port confirming the presence of a leak on the inner shaft. There was no leak present on the balloon material. The inner shaft was removed. Visual inspection of the inner shaft confirmed a pin hole leak 6cm proximal to the distal tip bond. The shaft material was uneven at the leak site and was protruding outwards in a proximal direction. (B)(4).

Event description:
A nc sprinter rx balloon dilation catheter was being used. The balloon was inspected before use with no issues noted. Negative prep performed normally with no issues noted. A stent was deployed in the distal lad and the nc sprinter was being used for post dilation, minimal tortuosity at this point. No resistance was noted while advancing the nc sprinter balloon. It is reported that the balloon ruptured at 10 atms during post dilation. Lesion was not pre-dilated. All parts of the device were removed from the patient without issue. The physician re-used a sprinter legend 2mm balloon-ivus and stent deployed. Patient was kept in ccu and recovered with minimal troponin rise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.